Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Unit received with contamination at the connector pins. Unable to perform functional test due to contamination damage.

Event description:
Medtronic received information that no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.